Event description:
The device was flagged for sensor hardware failure for downstream air sensor. The device was returned for investigation. During investigation, the pump wasn't able to pass final acceptance due to alarm during infusion start up. Internal investigation found no broken pieces or misplacement of downstream sensor. The pump was reverted to manufacturing mode to test for functionality of downstream air sensor. Sensor had failed testing. Downstream pressure sensor will be replaced during repair and go through all functional testing.

Event description:
The following has been reported: pump have been tested. It has been found the battery was low charged. Pump was charged. When staff went to test the pump. Staff put in the rate and the dose the pump did not start. There was no any report of patient harm or of the issues stopping an active infusion. (B)(6) 2024 - date logs were received which allowed fresenius kabi to assess reportability a preliminary review of the logs identified the following issue: sensor hardware failure (downstream air sensor) an active infusion did not stop. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.